Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and smart device occurred.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the transmitter has voltage. Functional testing and a pairing test was performed and the tests passed. The reported event could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the customer complaint of a loss of connection. A root cause could not be determined.